Event description:
It was reported that the patient received a vibratory alert in early (B)(6) due to exceeded capacitor charge time. Capacitor maintenance in the hospital also resulted in a time out. The subsequent capacitor maintenance resulted in normal charge times. During a follow-up in early december, charge time was checked and the programmer showed a message for optimizing capacitor. It was noted that there were rf telemetry issues with intermittent loss of communication. Wand telemetry was used and the device was reinterrogated twice with a capacitor maintenance in which the same message for optimizing capacitor was shown. It was determined that there was a timeout on charge time, similar to the max charge time limit reached from the previous in-clinic check. Device was explanted and replaced. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory. Review of the device image noted extended charge times due to capacitor maintenances. The device was tested on the bench and the root cause of the extended charge time was found to be an anomalous capacitor.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.